Event description:
It was reported that during a lap appendectomy procedure, that the device "locked up" during the first firing in the case with an ecr45m. Upon inspection of the device, the reload was still in the device and approximately half of the staples were formed in the proximal portion of the jaws. The jaws were in the open position and it was reported that the device did not get stuck on tissue in the patient. The gray load was being fired on the mesoappendix tissue. The sales rep inspected the device and saw no physical damage. The rep removed the used cartridge from the device and was able to fire the device two more times without a reload loaded (by-passing the lock out mechanism). The device seemed to operate properly. The reload was placed back in the device for proper inspection. The sales rep does not have lot information on the "used" reload. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. One piece sled, cartridge. Additional information was requested and the following was obtained from surgeon, per what he remembers: the tissue was not radiated nor was the patient on steroids; believes it was after the second stroke that the device locked up; this was the initial cartridge used; no buttressing; not fired near or on an existing staple line; no unusual noises; doesn't recall feeling any difference in force to fire; no difficulty removing device from patient or backing out of the lock-out. One device was returned with the anvil misaligned and with a grey cartridge present. The reload was received fully fired. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were completed; however, the distal staples were not completely formed due to the found anvil condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.